Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The device is used for treatment purposes. The customer stated that there was no patient involvement.

Event description:
Prp - assy fr case w/ keypad. Kp06 - keypad- unresponsive key. It was reported that the customer replaced assy fr case w/ keypad as the keypad was not working. There was no patient involvement. Serial number (B)(4) wouldn't turn on/off. Serial number (B)(4) "s6" and silence key were not working. Serial number (B)(4) wouldn't turn on/off. Serial number (B)(4) wouldn't turn on/off.